Event description:
During a hemicolectomy procedure, troubles were experienced with the articulating knob. The device would not return to its original position. A different device was used to complete the procedure. There were no adverse patient consequences.